Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarm noted. All operating currents are within specification. No unexpected battery icon anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was alarming button error and that the battery icon showed the battery was empty even though the battery was fairly new. The customer's blood glucose was 99 mg/dl. The customer stated that she took the battery out and reinserted it. Explained this could be the cause of the insulin pump showing an empty battery icon. The customer did not recall any significant events leading to the alarm or the insulin pump being exposed to moisture. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.